Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to locate or be interrogated with the device programmer initially, and after attempts to locate the ipg antenna with the programmer head. It appeared that the ipg had done a complete electrical reset. No testing was performed; however a twelve lead electrocardiogram was performed. No actions were taken, however a device change is scheduled for a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).